Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of three devices. One unit had no visual or functional abnormalities and the tack seated properly in the test media. The other two handles had disrupted timing. Reloads could not be loaded onto the units due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia procedure. The tacks were dispensing only halfway and not releasing from the tack cartridge. There were no difficulties in loading the reload onto the handle. Tacks were able to be fired normally from the device. Tacks were able to penetrate the tissue and hold correctly into the tissue. In order to resolve the issue and complete the case, took the improperly fixated rackets (tacks) out with a grasper. There was no patient harm.